Manufacturer narrative:
.

Event description:
The pt's mother reported that, the pt was given a 900 mcg bolus instead of a 90 mcg bolus. The mother reported that her daughter is still hospitalized. A follow-up report will be sent if additional info becomes available.